Event description:
Additional information was received that no further testing has been performed. The patient was recovering from an abdominal surgery (unrelated to the device system), and a lead revision was discussed with the patient once he has fully recovered. The cause for the high shock impedances has not been confirmed. The plan is to continue monitoring the patient until he has fully recovered from the previous surgery. No adverse patient effects were reported related to the device system. This right ventricular (rv) lead remains in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system displayed high out of range shock impedances of greater than 125 ohms. It was noted the shock lead impedances have been variable (up and down) over the last year. There were a few shock impedances that were greater than 200 ohms. The patient does not have a history of shocks. At a prior check, the shock impedances were tested in all vectors, which included: distal coil to can (172 ohms), distal coil to proximal coil (160 ohms), proximal coil to can (73 ohms), and overall (144 ohms). The shock impedances were recently tested again in all vectors, which included: distal coil to can (154 ohms), distal coil to proximal coil (148 ohms), proximal coil to can (81 ohms), and overall (130 ohms). The root cause for the clinical observation remains unknown. Technical services discussed troubleshooting and programming options. At this time, this rv lead remains in service and there were no adverse patient effects reported.